Event description:
It was reported that the threaded stud was broken off in an instrument during a wipple case. The handpiece was swapped with another handpiece and the case was completed with no pt consequence.